Event description:
It was reported that the unit would not stay in standby mode. The device was in clinical use at the time of the event, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer was informed that unit may have a faulty flow sensor assembly. The service engineer (se) advised the customer to perform a performance verification test (pvt) to determine if unit was functioning as intended. The se also advised the customer that the v60 can be updated to 3.10 software, allowing the flow sensor assembly to be calibrated. The se emailed caller a new service manual. Further information is pending.

Manufacturer narrative:
H11: device evaluation: per the diagnostics performed by the engineer, the customer was informed that the unit might have a faulty flow sensor assembly. The service engineer (se) advised the customer to perform a pvt to determine if the unit was functioning as intended. The se also advised the customer that the v60 can be updated to 3.10 software, allowing the flow sensor assembly to be calibrated. The se emailed the caller a new service manual. It was reported that the customer loaded 3.10 software onto the unit, but the flow sensor zero calibration did not work and the data for the test appeared to be missing or corrupted. The unit also fails the airflow accuracy test, reading high at 12.5 lpm when set to 10 lpm. The remote support engineer (rse) advised the customer to check the analyzer settings and zero analyzer; if the problem persists, the rse advised the customer to try reloading 3.10 software from incenter and reload on to the unit. If the problem still persists, the rse recommended replacing either flow sensor assembly or gas delivery system (gds) assembly. The customer was provided the part identification numbers.; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. A supplemental report will be submitted if new information is received.

Manufacturer narrative:
The device was in clinical use at the time of the event; the device was then removed without incident.